Event description:
Customer called in to report that her insulin pump was alarming motor error. Customer stated that the alarm occurred when she was changing her reservoir and also at the time of priming her infusion set. Troubleshoot the insulin pump and found that it alarmed motor error at the time of manual prime and unit also had e70 alarm. Advised that the insulin pump will need to be replaced, to discontinue use of it and revert to a back-up plan her doctor instructions.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.